Event description:
On 12/06/99, the facility's or buyer informed the manufacturer's sales rep of the following: the device was implanted. (Implant/event/explant date/physician, catalog and serial number of the device were unknown at the time of report). The device was defective and as a result, was explanted at this facility. On 12/06/99, the MFR's rep faxed a blank product complaint report (pcr) form to the facility's or buyer for completion. On 12/12/1999, the MFR rec'd the pcr form; however, no add'l info was provided. No further details were provided at this time.